Manufacturer narrative:
A crbs polarsheath steerable sheath was evaluated by boston scientific. Visual inspection confirmed severe damage to the tip of the dilator. A device history record review was performed based on the reported lot number for this device. The device met all specification prior to distribution, so it is likely the damage occurred in the field due to user error unpacking.

Event description:
It was reported that a crbs polarsheath steerable sheath during unpacking the top of the device was damaged, the top of the sheath was blooming, the material seemed peeled off on investigation findings, the sterile barrier was not compromised. This occurred outside the patient, to solve it the device was replaced, and the procedure was completed without patient complications. The device returned and has been analyzed.